Event description:
It was reported that the system 9600 displayed iris pot error and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated although it was noticed that the iris pot was slightly unstable through complete travel. The iris pot was replaced. The system was tested and found to be working as intended and placed back into service.